Event description:
Additional information received reported the patient sustained a tethered conus and cauda equine from an intrathecal pump with morphine creating an extensive granuloma and had undergone successful untethering of the conus in that region and the catheter needed to be removed from that portion of the intrathecal space and the baclofen pump. Months later a new catheter was placed at the t9-t10 level subsequent to laminectomy for infusion of baclofen for the patient¿s spinal spasticity.

Event description:
Additional information received reported further event detail and status update. The date of inflammatory mass diagnosis was reported as (B)(6) 2012. There were MRI and catheter dye diagnostic studies done. MRI findings included significant distortion, disorganization, and soft tissue mass in the region of the "conus medullaris", which had increased in appearance from prior. The overall size and extent of this process was increased from 2009. The patient's symptoms included pain and new or increased weakness of the left leg. The pump was reported to have preservative free normal saline contained with decreased pump settings. The catheter revision was expected to take place at a later time. A follow-up report will be sent if additional information becomes available.

Event description:
Additional information: it was reported that in march or (B)(6) 2012 the daily dose was consistently increased to the maximum allowable level because the patient was not reaching efficacy with increased pain, spasms and cramping. A catheter dye study was attempted and only 0.2ml were able to be aspirated from the catheter access port (cap) so the procedure was aborted and an MRI was done to diagnose the inflammatory mass. At the time of the reported the patient was being titrated from the intrathecal dosing to oral dosing with intentions of eventually filling the pump with preservative free normal saline (pfns). The patient was to travel to another clinic to take care of the issue. It was also reported by the patient that the healthcare provider (hcp) did not titrate the patient when he was on 120mcg oral baclofen to intrathecal baclofen and the patient experienced hallucinations and issues. The patient also believed that the original catheter tip was placed on scar tissue. A catheter replacement was still anticipated.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient developed an inflammatory mass (granuloma) at the catheter tip. The granuloma was identified under and MRI. The patient was scheduled to have the granuloma removed and the catheter replaced. There were no patient symptoms or injuries related to the event. The device system was used to deliver baclofen and infumorph. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).